Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient called stating that he wasn't feeling stimulation on left anymore. They ran impedances and all electrodes are over 10,000. The patient stated he hasn't had any procedures other than rfa 10 months ago. The patient had consult to discuss replacing the entire system. No further complications were reported/anticipated.